Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that alarm recurred after successful rewind procedure. Customer stated the insulin pump was exposed to a high magnetic field. Customer stated they performed displacement test and test was passed but, alarm reoccurred 10 times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarm noted during testing. Device functioning properly during testing. Device also received with cracked case(battery tube), cracked battery tube threads and missing serial number label. (B)(4).